Event description:
Livanova deutschland has received a report of a 3t heater cooler not cooling on the patient side. There is no report of any patien injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H10: livanova deutschland manufactures the heater-cooler system 3t . The incident occurred in united states. The issue that was found was the cardioplegia circuit not cooling. In details, when the temperature on the cold circuit was switched from 10 degrees to 5 degress and in the warm circuit from 15 to 41 degrees, the cold circuit cooled down to 5 degrees and warm circuit warmed up to 41 degrees. Then, when the cold side is at 5 degrees, it started ba itself to warm up back to 10 degrees. At this point, the compressor started and cooled the side to 5 degrees and at the same time it cooled down the warm circuit. In conclusion, the processor board was replaced. Corrosion and leak was observed around the mixing block. Therefore the replacement of the bridge was planned. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: complaints database analysis revealed no similar event since unit installation in 2014. Based technical intervention, the root cause of the failure on the cardioplegia side was caused by a defective distribution board. In addition, it cannot be ruled out that the defective board impacted intermittently also the patient circuit.

Event description:
See initial report.